Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: infection-active infection anywhere in the body may increase risk of periprosthetic infection. Do not expose the tissue expander or injection needles to contaminants, which increase the risk of infection. Patients who present wound dehiscence, tissue erosion, ischemia or necrosis run an increased risk of periprosthetic infection. Measures to protect such areas from infection should be taken. Signs of acute infection reported in association with tissue expanders include, tenderness, fluid accumulation, pain and fever. Infection may compromise the expansion process. Postoperative infections should be treated aggressively according to standard medical practices to avoid more serious complications. Infection that is unresponsive to treatment or necrotizing infection may require premature tissue expander removal.

Event description:
Patient reported a left side "pseudo bacterial infection". Device remains implanted.